Event description:
Upon insertion, a balloon leak was experienced. The intra aortic balloon was removed and replaced. No pt injury or further complications occurred as a result of this incident. No further details or pt info is available.